Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 211 mg/dl at the time of incident. Customer was not able to complete rewind. The insulin pump will be returned for analysis.